Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they woke up to high blood glucose readings of around 598 mg/dl and 611 mg/dl. Customer stated that they have been experiencing high blood glucose readings over 600 mg/dl for several days. Customer's blood glucose reading at the time of the call was 435 mg/dl and has treated with a manual injection and the insulin pump. Customer reported symptoms of dry mouth, lack of energy and tired feeling. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer was unable to complete the troubleshooting as she was not feeling well and her blood glucose readings had dropped to 46 mg/dl due to the manual injections used for treating the high blood glucose readings. Customer treated the low blood glucose readings with orange juice. Device is being returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.